Event description:
The customer reported a malfunction error with their pump while it was in the bathroom during a shower. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the faulty pump with a new one and provided instructions on returning the old pump, storage mode, and using the updated software, which the customer understood and acknowledged.